Event description:
Treatment of a giant ophthalmic ica (internal carotid artery) aneurysm measuring 16mm x 11mm. During pipeline deployment in a slightly tortuous anatomy, it was reported that the pipeline could not be released from the capture coil despite being torqued five times and the entire system was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation with the pipeline already released from the capture coil; therefore, the event cause could not be determined.(B)(4).

Manufacturer narrative:
The device involved in the event has not returned for evaluation.(B)(4).